Event description:
It was reported via medwatch (B)(4) that device detachment occurred. The target lesion was located in the right coronary artery (rca). A comet ii guidewire was used for left heart catheterization intervention. The target lesion was then lasered by a laser catheter and a non-boston scientific (bsc) ivus catheter was advanced but was unable to cross the lesion. A bsc ivus catheter was then used but there was difficulty in removing the catheter. The bsc ivus catheter was removed together with the comet ii guidewire. It was noticed that the comet ii guide wire was sliced in half. No patient complications were reported.